Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Although requested, patient demographic details were not provided.

Event description:
It was reported that a suspected sodium chloride over infusion occurred during a primary and secondary infusion. No patient harm was reported.

Manufacturer narrative:
Additional information added to: b5

Event description:
It was reported that that the patient was npo at midnight and normal saline 450ml was started at a rate of 80ml/hr to infuse over 6 hours. When the bag was changed at 0600, it was observed that the IV tubing was still dripping while the pump was set to standby mode. The tubing was changed and no further dripping was noted. The event occurred in surgical ward. There was no patient harm.

Manufacturer narrative:
The customer¿s reported issue of ¿sodium chloride over infusion¿ was not confirmed through a review of the log or through testing. Functional testing consisting of rate accuracy testing performed found the device operating in specification. The administration set that was received by the customer was tested for backflow and the pumping segment was tested for concentricity both were found to be in specification. The log review found no programming errors that would explain the report of over infusion. The root cause was not identified.

Event description:
It was reported that a suspected sodium chloride over infusion occurred during a primary and secondary infusion. No patient harm was reported.